Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blocked alarm event on (B)(6) 2024. The blood glucose level was 336 mg/dl and the patient was treated with bolus. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.